Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but 82 photos were available for evaluation. Visual inspection noted that there was no needle was observed in any of the returned images. Of the eighty-two pictures provided, nine images were returned with the suture observable. A suture was observed to be knotted at a surgical site. It was reported that the needle broke. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during skin biopsy in a clinical study, the needle broke causing severe pain. The needle had to be excised from the biopsy site with a scalpel. It was mentioned that the administered anesthetic during the procedure was insufficient due to conflict with other medications. After the procedure, the patient continued to experience severe uncontrolled pain. The patient had loss of ability to work, impacted activities of daily living, and emotional changes. The patient requested a third-party imaging center for an x-ray to confirm that there was no metal left from the needle breakage. The patient is currently still experiencing physical pain and tenderness at the wound site and is on both topical and oral antibiotics.